Event description:
Customer called stating that she switched out her battery and now the screen on her insulin pump is blank. Customer's blood glucose level was 136 mg/dl. The device has cracks where the reservoir connects and above the up arrow. Customer stated there are also lines on the device that may be cracks. She said she has bumped and dropped the device a couple of times. Customer removed the battery for ten minutes, but the screen did not return. While waiting, customer's blood glucose level was 182 mg/dl. She gave herself an injection to treat. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The displacement test could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube and cracked reservoir tube window.